Manufacturer narrative:
The device was not returned for analysis since remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude and occasional far field oversensing on the right atrial (ra) channel. It was noted that there was no evidence of undersensing. Further review was recommended by technical services (ts). This ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis since remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude and occasional far field oversensing on the right atrial (ra) channel. It was noted that there was no evidence of undersensing. Further review was recommended by technical services (ts). This ICD remains in service and no adverse patient effects were reported. Additional information received indicated that this ICD recorded a new alert for low amplitude during a device interrogation. Programming optimization was performed and no far field oversensing was observed since device interrogation.